Event description:
Dental assistant was wiping down room with solution and a small amount of solution splashed in her eye. Assistant was wearing contacts. Eye was rinsed with water. Eye burned for about one hr. Optometrist told her to clean contact. One week later eye stiu reported to be initiated and assistant still has not gone to see a dr.